Event description:
In 2008, abbott point of care was contacted by a customer who reported four days prior, an I-stat cardiac troponin I cartridge yielded a result of 0.64 ng/ml at 18:00. Same sample repeated the same day, was tested using an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml at 18:00. New sample collected the same day, was tested using an I-stat cardiac troponin I cartridge yielded a result of 0.00 ng/ml at 20:00.